Event description:
Tubing malfunction - primary plum set list #12339-12, lot#: 5934274, exp. 2025-06-01. Pharmacy had to change the tubing line before chemotherapy was started. Nurse noticed tubing issue prior to hanging chemotherapy. Patient was delayed therapy for about 10 mins.